Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. There was no report of pt or user injury, or of any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the trigger assembly was determined as the cause of the run-on condition. The handpiece was repaired and returned to the customer.